Manufacturer narrative:
Medtronic complaint number:pe:(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Alleged complications post device implantation include, intense itching, trouble emptying bladder, pain, dyspareunia, bowel problems and bladder infections.

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l info from importer report # (B)(4): the pt's attorney a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report for a "uretex". (B)(4). Uretex to urethral support system. (B)(6).